Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member was reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 458 mg/dl. The customer declined to troubleshoot for high blood glucose value. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as abdominal pain. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.